Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with naked eye and magnification and it was noted that the occluder feet were damaged on the flow control barrel. Functional testing performed included leak testing, clear passage test, and clamp function test after reconnecting sleeve to flow control barrel. All functional testing performed was acceptable. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a damaged twist clamp on a peritoneal dialysis transfer set. The patient was connected to the transfer set at the time the issue was noted. There was no patient injury or medical intervention reported. No additional information is available.